Manufacturer narrative:
UDI number: (B)(4). Expiration date: 2 jun 2020 or 16 june 2020. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient conditions, post-op events such as trauma or not following post-op guidance, improper plate placement, or surgical events not communicated by the complainant. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use and compatibility this device is used for treatment. If information is received which changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that an anchoring plate was found broken about 7 weeks post-operative. The patient is asymptomatic and is being monitored by the surgeon.

Manufacturer narrative:
Corrections in b6, e1, e2, and h3. Additional information in a3, d6, and h6: findings. This report is relaying additional information. Device evaluation: product was not returned and photos were not provided. However, an x-ray was provided and shows the fracture. The complaint is confirmed. If information is received which changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that an anchoring plate was found broken about 7 weeks post-operative. The patient is asymptomatic and is being monitored by the surgeon.